Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the customer reported the interior jaws would not tighten. The repair technician reported the tensioner would not open or close. Damaged component is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on 22-may-2014. This item passed synthes final inspection on 12-dec-2014. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, the surgeon was having an issue with passing the cable through the cable tensioner while performing a procedure. It was also reported that the tensioner had loose parts and the interior jaws of the mechanism would not open to tension and that there was no patient harm or delay in surgery. The surgeon was able to acquire a spare tensioner to successfully complete procedure. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
. Device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted the investigation could not be completed; no conclusion could be drawn, as no product was received. No service history review can be performed as this is a lot controlled item. Service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.